Manufacturer narrative:
Expiration date: 12-31-2024. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1; -7.5/1.5/168 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced refractive surprise. On (B)(6) 2022 the lens was exchanged with a same length but different power lens and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
Additional information: d9: 21-oct-2022 . H3-device evaluation: returned product evaluation found the lens returned dry in a microcentrifuge vial with residue/debis on product. Visual inspection found the haptic torn broken and bent. Dimensional and functional inspections found the lens to be within device specifications. Claim#(B)(4).